Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Additionally, it was reported that the usb port observed to be damaged resulting in the pump battery being difficult to charge. As well, as that the cartridge did not fit onto the pump. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.